Manufacturer narrative:
The reason for this revision surgery was a patient experienced a broken reverse shoulder prosthesis (rsp) rsp baseplate. The implants were in the patient for 10 months prior to revision. No information was provided about any patient activities, trauma or medical contraindications. Further investigation can be performed only if the information regarding patient's activities, physiology and x-rays of prosthesis or surgical reports are provided. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report (pcr) history since 2007 shows there are a total of 202 prior complaints against the part number 508-32-104 rsp baseplate. Of these, 26 complaints document the rsp baseplate's central screw breaking post-operatively, with no indication of external trauma as a factor similar to the current complaint. Eight complaints document the rsp baseplate's central screw breaking during implantation, an additional 28 complaints document rsp baseplate breakage as a result of the patient suffering external trauma, typically a fall. The current complaint is the first for the incident lot number, 866c1932. Corrective and preventative action (CAPA) CAPA (B)(4) investigated the frequency of occurrence of central screw fracture on the rsp baseplate part number 508-32-104. The investigation concluded that the frequency of this failure mode was not unusual when normalized for sales volume. No design changes were recommended beyond the material and tolerance improvements implemented by engineering change order (eco) ec(B)(4) in mid-2014. The occurrence rate remains in the remote category at this time. Complaint rates will continue to be monitored through the standard complaint investigation process. The root cause for event was not reported. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Several factors not related to the implant can play a role in baseplate failure such as overtorque during initial surgery, unusual loads on the shoulders (such as an obese patient using a walker), or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a baseplate screw fracture, two peripheral screws fractured.